Event description:
It was reported that a customer's programming computer will not turn on despite good charge of the device battery. A hard reset was performed without solving the reported issue. A new motion tablet was sent to the customer to be able to follow up the patient implanted with aspiresr devices as well. Review of manufacturing records confirmed that the programming computer passed all functional tests prior to distribution. The suspected programming computer was returned to the manufacturer. The analysis is underway but it has not been completed to date.

Event description:
An analysis was performed on the returned handheld and the reported allegation was not verified. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. An analysis was performed on the returned flashcard and no anomalies were identified during the analysis. During the analysis it was identified that the flashcard contained a mac osx operating system file and folders. The presence of the file and folders is an indication that the flashcard was inserted into a device using the mas osx operating system. The file and folders had no impact on the vns software performance. The flashcard and software performed according to functional specifications.